Manufacturer narrative:
Product event summary evaluation determined that standard investigation is needed because it was reported that the device was in overdischarge due to patient noncompliance. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates there was no adverse event associated with the alleged device failure. A new formal investigation is not needed because there is an existing formal investigation for an issue similar to the one identified in this event, and another investigation is not needed; reference formal investigation record cm1418 - CAPA monitor - overdischarged batteries c/pas 1306. The issue was determined to be similar because the event information met the inclusion criteria for the existing formal investigation; the supporting event information includes report that device was in overdischarge due to patient noncompliance with recharging. B5: new information medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that there were no further attempts made to get the device out of overdischarge. Pt states not other steps will be taken at this time. The issue has not been resolved. Pt has talked with their doctor about removing the device, but the device does not interfere with the pts daily life as it is now.

Event description:
A patient reported via manufacturer representative that their device was in over discharge due to patient noncompliance of recharging. A physician mode recharge (pmr) was scheduled for (B)(6) 2016. No patient symptoms were reported. The indication for implant was non-malignant pain and degen disc disease/herniated disc pain. On 2023-aug-31 information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller mentioned the ins "petered out" and the mdt reps met with the pt in the past and tried to "trickle charge" the ins, but were unsuccessful. Patient (pt) now needed MRI of cervical spine. Pt had mris in the past twice in 2015. Caller mentioned pt had injections in the past.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #evaluation determined that standard investigation is needed because it was reported that the device was in overdischarge due to patient noncompliance. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates there was no adverse event associated with the alleged device failure. A new formal investigation is not needed because there is an existing formal investigation for an issue similar to the one identified in this event, and another investigation is not needed; reference formal investigation record cm1418 - CAPA monitor - overdischarged batteries c/pas 1306. The issue was determined to be similar because the event information met the inclusion criteria for the existing formal investigation; the supporting event information includes report that device was in overdischarge due to patient noncompliance with recharging. A4: updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.